Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06nov2019.

Event description:
It was reported that the ventilator did not sound when a circuit disconnect alarm occurred. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.

Manufacturer narrative:
G4: 12mar2020 b4: (B)(6)2020. The manufacturer¿s international service technician performed an operational check, but the reported phenomenon was not confirmed. Functional test was performed but no abnormality was confirmed on the pressure and the flow. When the oxygen concentration test was set at 100%, confirmed the measured value was at 91.5% so the flow sensor assembly was replaced to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13may2020. B4: 13may2020. Review of the ventilator diagnostic logs and confirmed there were multiple alarms for 'circuit disconnect ' at the time of the event. Also found error codes indicating proximal line disconnect, high and low tidal volume, low minute ventilation and oxygen not available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 11may2020. B4: 12may2020. Gas delivery system (gds) was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the air flow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2019. B4: (B)(6) 2020. The manufacturer¿s international service technician inspected the device and confirmed that when using the same type of circuit the patient disconnect alarm did not sound at the time of inspiratory positive airway pressure (ipap) but it sounded at the time of expiratory positive airway pressure (epap). The manufacturer¿s international service technician inspected performed functional testing and found that the values for pressure and flow volume were normal. Confirmed the measured oxygen concentration was 91.5% when the setting was 100%. Therefore, flow sensor assembly needs to be replaced. The customer was sent a quote to replace the flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.